Manufacturer narrative:
(B)(4). Actual device evaluated. Returned test strips produced error message and black chemistry was observed. Device operated as intended. Qc investigation of products returned determined most likely root cause is improper storage. Investigation 12/16/2015.

Event description:
Customer called about meter reading e-3 when she first inserts the test strip into the meter without a blood sample on the strip. Customer noticed when she opened the box of strips that the cap on the test strip vial was not secured, was left partially open and that is when she got the e-3 with every test strip that was inserted into the meter. E-3 used test strip, test strip outside of vial too long, sample on top of test strip. Getting an e-3 error message when first inserting the test strip into the meter. Customer is feeling well right now. Customer is using the proper test strips for the meter and the strips have not expired and have not been opened more than 120 days. The customer takes the strip out of the vial and then inserts it directly into the meter. Customer stated that when she opened the new vial that she just purchased from the pharmacy that the box of strips were secure but the vial when she went to take it out of the strip box the vial of strips cap was not snapped down. When she inserted the test strip into the meter it read e-3. Customer was instructed to discontinue use of any strips from this vial. Customer never takes the test strip out of the original vial and stores the strips in another vial or something else for ease of carrying strips around. Error message occurred after inserting the test strip into the meter and goes to e-3.